Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre 2 sensor detached from customer's arm prematurely after bump. The customer did not have sensor to monitor glucose and subsequently experienced a drop in blood glucose which caused loss of consciousness. A healthcare professional was called to home, and customer treated with glucose injection. There was no report of death or permanent injury associated with this event.